Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the cord did not provide enough power; the cautery wasn't burning enough. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).